Manufacturer narrative:
The complaint unit was not returned for evaluation. Attempts have been made to the customer and no product has been received. The reported condition could not be confirmed and no further analysis is possible at this time. No assignable causes that could be associated to the manufacturing and/or packaging process at integra, (B)(6) were determined based on the review of the scars, events, capas, and ncrs history.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, an impurity was observed inside the sterile packaging of the nl8501375 (reflux control peritoneal catheter, 120 cm) at the distributor's warehouse. The sterile pouch was unopened. There was no patient involvement.

Manufacturer narrative:
One unit from fg lot # 1161871 was received; the unit was returned in its original box and the pouch was sealed. The particle was not visible through the package; therefore, the outer pouch was opened and the particle was not found in the outer pouch. Even after removing the outer pouch, the particle was still not visible through the inner pouch. The inner pouch was then opened and particle was found adhered to the catheter. The particle found is part of the manufacturing process equipment. During different steps of the process, the catheters are hanged on a specialized rack. These racks have a type of black foam to hold the catheters without damaging during the drying processes. The particle came from that foam. The manufacturing process states a cleaning step prior packaging the product that should have removed the particle. An awareness training was provided to the manufacturing/packaging personnel to discuss this investigation¿s findings and emphasize on the catheter¿s cleaning procedure prior to packaging.